Event description:
As reported by the legal brief, on or about (B)(6) 2013, patient underwent bilateral total knee replacement surgeries. After patient¿s right knee revision, her left knee began to hurt. On (B)(6) 2023, patient had her left knee evaluated by an orthopedic surgeon. X-rays performed as a part of that evaluation revealed osteolysis. Patient is currently in the process of scheduling a revision surgery for her left knee.

Manufacturer narrative:
Concomitant medical products: logic tibia ps mod insrt sz 3.5 11mm (cat# 02-012-35-3511 / serial#: (B)(4), lgc tibial fit tray cem sz 3.5f / 2.5t (cat# 02-012-45-3525 / serial# (B)(4), three peg patella 35mm (category #: 200-02-35 / serial# (B)(4), three peg patella 32mm (category# 200-02-32 / serial# (B)(4). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
H6: investigation results - the revision reported was likely the result of prosthesis wear and osteolysis. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. The reported laxity could also be a potential contributing factor. The extent and root cause of the prosthesis wear and the osteolysis could not be determined as the devices were not returned for evaluation, and images and radiographs were not provided.

Event description:
As reported via legal documentation, a patient had left knee replacement surgery on (B)(6) 2013. They subsequently underwent left knee revision surgery on (B)(6) 2023, approximately 9 years 4 months post initial implantation. Revision op report postoperative diagnosis: accelerated polyethylene wear, left total knee replacement. Pre-revision investigation revealed osteolysis under the tibial as well as femoral components. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available.